Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was evaluated by a baxter on-site technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing and performed according to product specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed two stage IV pressure ulcers: to the left hip and sacral area while utilizing a centrella bed. The patient was positioned using a wedge cushion. Santyl and calcium alginate were applied to the left hip and calcium alginate and alleyn foam were applied to the sacral area as interventions for the pressure injuries. No further information was available at the time of this report.